Event description:
The customer reported that the system arrived doa. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(6). Device evaluation is pending. Issue is being reported as alert could not be cleared by operator.

Manufacturer narrative:
(B)(4).